Event description:
Customer reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the alarm, decided to replace the pump, and provided instructions to store the old pump before returning it to tandem. The customer was also informed about the steps to take with the replacement pump and agreed to return the faulty pump within 10 days.